Manufacturer narrative:
Product complaint # (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00742 and 3008114965-2023-00743.

Event description:
As reported by the field, during a stent assist coil embolization, an enterprise2 4mmx23mm intracranial stent (encr402312, lot unknown) became impeded the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31032666) and could not pass through the microcatheter (mc). The stent did not enter the vessel. The physician removed the microcatheter and the stent from patient¿s body and switched a new microcatheter to complete the surgery. The original stent was used to complete the surgery. Additional information received indicated that an unspecified guide catheter was used with the mc prior to the encountered resistance. The target vessel was the ophthalmic segment of right internal carotid artery. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, an enterprise2 4mmx23mm intracranial stent (encr402312, lot unknown) became impeded the distal end of a prowler select plus 150/5cm microcatheter ((B)(4)) and could not pass through the microcatheter (mc). The stent did not enter the vessel. The physician removed the microcatheter and the stent from patient¿s body and switched a new microcatheter to complete the surgery. The original stent was used to complete the surgery. Additional information received indicated that an unspecified guide catheter was used with the mc prior to the encountered resistance. The target vessel was the ophthalmic segment of right internal carotid artery. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages was noted on the microcatheter. Dried saline and blood residues were noted along the entire length of the microcatheter. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). Microcatheter flushing was attempted, but it was found obstructed, and strong resistance was felt between the delivery wire and microcatheter. The microcatheter was then dissected, and it was confirmed to be obstructed by a large coagulum at 38 cm from the distal end of the microcatheter; no additional damages could be observed. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The issue reported regarding the resistance in the microcatheter was confirmed based on the findings mentioned above. The coagulum found inside the microcatheter suggest that an adequate flush was not maintained, that could have led to the strong resistance felt during the advancement of the enterprise system. According to the risk documentation an adequate continuous flush not maintained is a potential failure mode that can cause air in system or stagnant blood. Also, insufficient flushing is a potential failure mode that can compromise the performance of the therapeutic device. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is proposed at this time. Although no conclusion could be reached as to the cause of the event reported, it should be noted that product failure is multifactorial. The instructions for use (IFU) states that if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint(B)(4).the product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.